Event description:
It was observed during the device inspection, that the gastrointestinal videoscope bending section cover or distal sheath rubber and the connecting tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6, h3, d8. Correction added to fields: d3, g3 (correction is being made to previously submitted g3 - date received by manufacturer. The correct date was august 16, 2024). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the foreign material may have been unremoved because the device was not reprocessed properly by leak caused by damage of the biopsy channel. Moreover, due to damage on channel-tube, water tightness is lost. However, the definitive root cause could not identified. The following is included in the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).